Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, high capture threshold, loss of capture, low pacing impedance, and p-wave amplitude variation were noted on the right atrial (ra) lead. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information was received indicating that noise was observed on the right atrial (ra) lead which resulted in inappropriate automatic mode switch episodes.